Event description:
On 09/23/2025, the user reported experiencing frequent bg fluctuations while using the ilet bionic pancreas, including lows of 67 mg/dl and highs of 313 mg/dl. The user had self-started therapy and adjusted weight settings to alter insulin delivery. No hospitalization or lasting health effects were reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.